Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ("device breakage"), uterine perforation ("migration /perforation uterus / migration of essure device, location of device: uterus / perforation uterus")) and fallopian tube perforation ("fallopian tube perforation / perforation, (fallopian t tube(s)"). In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo confirmation test". The patient's medical history included: obesity, pain in hip, pancreatitis, eczema and rotator cuff tendinitis. Concomitant products included: famotidine from 2017 to 2018, folic acid from 2017 to 2018, hydrocortisone (humera) from 2017 to 2018, lithium since 2017 and methotrexate (methotrexat) from 2017 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced, dysmenorrhoea (dysmenorrhea ("cramping")), menorrhagia (menorrhagia ("heavy menstrual bleeding"), abnormal bleeding ("menorrhagia")) and migraine ("migraine / migraines / headaches"). On (B)(6) 2013, the patient experienced, uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). And experienced abdominal pain lower ("lower abdominal pain") and back pain ("back pain / lower back pain"). On (B)(6) 2015, the patient experienced, depression ("psychological or psychiatric problems, condition: depression") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced, allergy to metals ("nickel allergy") and anaemia ("severe anemia"). On (B)(6) 2016, the patient experienced, nausea ("nausea") and feeling abnormal ("neurological conditions or problems, type: brain fog"). On (B)(6) 2017, the patient experienced, psoriasis ("rashes or skin conditions, type: psoriasis on hands"). On (B)(6) 2018, the patient experienced, device breakage (seriousness criteria medically significant and intervention required). And fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia (metrorrhagia ("bleeding b/w periods")), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problem"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), headache ("headaches"), autoimmune disorder ("exacerbation, autoimmune"), vaginal haemorrhage (abnormal bleeding ("vaginal")", gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: gerd"), crohn's disease ("crohns"), arthralgia ("joint pain on left side") and rash ("rash on arms"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, tooth disorder, gastrointestinal disorder, alopecia, visual impairment, headache, psoriasis, gastrooesophageal reflux disease, crohn's disease, allergy to metals and abdominal pain lower outcome was unknown. The pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, hypersensitivity, dermatitis allergic, bladder disorder, weight increased, autoimmune disorder, vaginal haemorrhage, nausea, fatigue, arthralgia, back pain, anaemia and rash had resolved. And the migraine, depression and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psoriasis, rash, tooth disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events migration and breakage. Discrepancy to be noted, in essure insertion date as: (B)(6) 2013. Discrepancy to be noted, in essure removal (B)(6) 2013 and (B)(6) 2018. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received. Events added from pfs: abnormal bleeding ("vaginal"), psychological or psychiatric problems; condition: depression, rashes or skin conditions, type: psoriasis on hands. Nausea, fatigue, gastrointestinal or digestive system conditional type: gerd, crohns. Neurological conditions or problems, type: brain fog, nickel allergy, lower abdominal pain, back pain, severe anemia, rash on arms. Outcome of event: migraine, weight increased were updated. Onset date of event: menorrhagia, device breakage, dysmenorrhoea, migraine, uterine perforation, fallopian tube perforation were updated. Concomitant drug, medical history, aka name were added. Based on the available information. A review of our complaint records and other relevant data will be conducte. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration /perforation uterus') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder problems"), tooth disorder ("dental problem"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches") and autoimmune disorder ("exacerbation: autoimmune") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) and salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, tooth disorder, gastrointestinal disorder, alopecia, weight increased, visual impairment, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, hypersensitivity, dermatitis allergic, bladder disorder and autoimmune disorder had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events migration and breakage. Discrepancy to be noted in essure insertion date as: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration /perforation uterus') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder problems"), tooth disorder ("dental problem"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches") and condition aggravated ("exacerbation: autoimmune") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) and salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, tooth disorder, gastrointestinal disorder, alopecia, weight increased, visual impairment, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, hypersensitivity, dermatitis allergic, bladder disorder and condition aggravated had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, condition aggravated, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events migration and breakage. Discrepancy to be noted in essure insertion date as: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: case was upgraded to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, rash/skin condition, bladder problem, migration, breakage, fallopian tube perforation, gi conditions, hair loss, weight gain, headaches, migraine, autoimmune exacerbation, dental problem, plaintiff did not undergo confirmation test and vision problems. Patient date of birth, essure removal date and treatment details added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.